Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of the rx multi-link 8 3.5 x 18 mm coronary stent system, and prior to insertion, the stent had come off the balloon. There was no reported resistance during removal of the device from the dispenser coil or the protective sheath and no manipulation or handling of the stent implant at any point, nor was force applied during removal of the protective sheath. The procedure was completed using a non-abbott stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.